Manufacturer narrative:
(B)(4)

Event description:
Procedure - laparoscopic hernia repair. According to the reporter: the balloon did not inflate during the procedure. They used another unit. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.